Manufacturer narrative:
The customer's report was observed during review of the device's history log. The device was put through extensive testing which included bench handling, defib cycling, and full defib functional testing without duplicating the malfunction. The processor/bridge/pace board was replaced to reduce the probability of reoccurance. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.